Manufacturer narrative:
According to the facility on (B)(6) 2024 "the blade was being used to cut a nerve and the surgeon removed flicks of metal from the wound". Per the facility there was no reported serious injury at this time. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 "the blade was being used to cut a nerve and the surgeon removed flicks of metal from the wound".